Event description:
It was reported that a patient was undergoing a procedure to isolate a radial neck fracture on (B)(6) 2015. During the procedure, the surgeon implanted a radial rim plate against his preference as the rim plate was long and sat on the rim of the patient's natural radius. Shorter that the radial rim plates. Also, during the procedure, the hex screwdriver tip fractured off into the head of a screw. The tip of the screwdriver remains in the screw head, which is implanted in the patient.

Event description:
It was reported that a patient was undergoing a procedure to isolate a radial neck fracture on (B)(6) 2015. During the procedure, the surgeon implanted a radial rim plate against his preference as the rim plate was long and sat on the rim of the patient's natural radius. Shorter that the radial rim plates. Also, during the procedure, the hex screwdriver tip fractured off into the head of a screw. The tip of the screwdriver was able to be retrieved from the patient. The surgery was completed without any other complications.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient was undergoing a radial neck fracture procedure on (B)(6) 2015. During the procedure, the hex screwdriver tip fractured in the head of screw and needed to be retrieved from the patient. It was also noted that the radial neck plate was shorter than the radial rim plate therefore a longer rim plate was used to complete the procedure. No further complications reported.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.